Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 183 mg/dl at the time of incident. Customer was unable to describe the possible damage to the drive support cap. Insulin pump has not been exposed to high magnetic field. Customer was able to complete pump rewind. Displacement test not possible to do displacement verification test as customer's son was not at home. The insulin pump will not be returned for analysis.